Event description:
Iol injector delivered an iol into the pt's eye in an aggressive way causing a capsule rupture. This is an iol injector that is used to deliver an iol into the eye. The surgeon has reported that the device delivered the lens aggressively and that as a result, the pt suffered a capsule rupture increased iop, red eye and pain. The injector was returned to d&k for evaluation. No fault relating to the incident could be found. The most probable cause of the event was a miss-loading of the cartridge into the cartridge chamber. The cartridge is not a d&k product and was not returned with the injector for evaluation.